Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mom reported via phone call for high blood glucose. Customer¿s mom stated blood glucose was at 523 mg/dl. Customer. Customer corrected with 5 units of insulin, at 12:19 am 198 mg/dl. Customer reported suspended the pump for 40 minutes to 1 hour. Customer reported that at 12:28 am blood glucose was 241 mg/dl, pump is still not connected, at 1:01 am connected the pump back/resumed basal. 2:06 am and bg was 246 mg/dl and 0. The insulin pump will not be returned for analysis.